Manufacturer narrative:
The following fields were updated due to a correction: imdrf annex c grid: c13 - operational problem identified

Event description:
It was reported while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was low draw of a tube with blood. There were no health consequences or impacts reported.

Manufacturer narrative:
This report is a replacement to the original submission under MFR report # 1917413-2024-00136 on 26-feb-2023 in order to file against the correct site registration number. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3025920. D4. Medical device expiration date: 30-apr-2024. H4. Device manufacture date: 09-feb-2023. D4. Medical device lot #: 3090031. D4. Medical device expiration date: 31-jul-2024. H4. Device manufacture date: 03-may-2023. D4. Medical device lot #: 3069546. D4. Medical device expiration date: 30-jun-2024. H4. Device manufacture date: 29-mar-2023. D4. Medical device lot #: 3025928. D4. Medical device expiration date: 30-apr-2024. H4. Device manufacture date: 09-feb-2023. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, that tubes were underfilling. There was no health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during the manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was low draw of a tube with blood. There were no health consequences or impacts reported.